Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: there was no damage found to the battery compartment or the battery cap threads. However, there was damage found to the top slot of the battery cap making it difficult to remove. A test battery cap was used for tesing purposes. The test battery secured tightly to the pump and maintained an electrical connection. Unrelated to the complaint, the text on the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating when the pump emitted a ¿low battery¿ warning, she was unable to replace the battery cap. The patient reportedly tried multiple times to remove the battery cap but since it was damaged, she was unable to. The yellow o-ring reportedly was not visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.